Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the delivery system was not deploying properly and the capsule failed to attach. There was no harm to the patient, no intervention was required, and a repeat procedure was not performed. There was nothing unusual about the patient or the procedure and an endoscopy had been performed prior to the procedure and showed the esophagus to be normal. No lubrication was used to facilitate placement of the capsule, but scope was used to check the placement of the capsule. The delivery system and the capsule will be returned for investigation.

Manufacturer narrative:
Evaluation summary: this report is based on information provided by medtronic investigation personnel and bravo device arriving in bio lab. Bravo device (capsule and delivery) was received for evaluation. The returned sample met specification as received by medtronic. The visual inspection found no notable conditions. The customer reported the delivery system was not deploying properly and the capsule failed to attach. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.